Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of undersensing and failure to capture were noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of undersensing and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.